Event description:
Additional information received via email: no patient involvement. The error occurred during preventive maintenance.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) battery found on the device, cracked on top case by the tube holders also cracked on bottom case and right plunger case. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. The flippers were found touching the top of the ear clip when plunger assembly was pushed all the way in. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Pump will be quarantine as a non-conforming device due to non-OEM battery was found inside device. Replaced left plunger case only when pump released from quarantine for non-OEM battery.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited check syringe plunger sensor. No patient involvement reported.